Manufacturer narrative:
Engineering evaluation: the events are addressed in the labeling for our hyaluronic acid range of products. No corrective or preventive action will be initiated. Manufacturer narrative: lot number was not reported. Pharmacovigilance comments: the events of central retinal artery occlusion and multiple cerebral infarctions with symptoms of blindness, bruising, headache, and dizziness were considered expected and serious due to the permanent damage of the eye. The causal relationship between the events and the treatment seems possible. Potential contributory factors include injection technique. This case meets the criteria of seriousness and causality for expedited reporting to regulatory authorities.

Event description:
(B)(4) is a literature report obtained on 16-feb-2017. Wang chaohui chang and jun xia dushu yucheng beikun I hai rong; a case of left ventricular blindness with hemorrhagic cerebral infarction caused by cosmetic hyaluronic acid; chin j neurol, january 2017,vol.50 nr.1. Translation from chinese to english: this case report included a (B)(6) woman with unknown medical history who sought medical treatment due to "left eye blindness with headache" after nasal ha filler injection on (B)(6) 2016. The patient complained of sudden blindness of left eye after she received filler injection, with apparent dizziness, headache and weakness. Fundus examination in the ophthalmological department showed embolism of the central retinal artery in her left eye; skull CT showed "high density image" in the left frontal lobe. On (B)(6) (3 days after filler injection) after the patient was treated by retrobulbar injection of hyaluronidase in another hospital, skull MRI showed multiple cerebral infarction in both sides of frontal, temporal, and parietal lobes. Hemorrhage was observed in both sides of parietal lobes and left occipital lobe. The patient was admitted to the author's hospital for further treatment on (B)(6). Physical examination showed conscious, fluent speech, bruise in nasal dorsum; visual acuity for the left eye showed no light perception, and no light reflex. The diagnosis the authors provided was "cerebral infarction with hemorrhage". The patient was treated with neuro nutrition agents and hyperbaric oxygen in the author's hospital and symptoms of headache and dizziness disappeared; however, there was no improvement in the visual acuity of her left eye. Follow-up information for this case has been requested. The authors informed that the patient was injected in a small clinic and that the brand of filler cannot be determined, neither information in terms of the source of the suspect product.